Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: reprocessed device the device was returned with two metal pins taped to the shrouds. The blade was not broken off or damaged as reported by the customer. The metal pins were inspected and one of the pins did not belong to the instrument assembly. Upon mechanical testing it was noted that the lever was nonfunctional, it did not actuate the clamp. The instrument was disassembled to inspect the internal components and it was noted that the returned pin was missing from the lever mechanism, this is evidence of possible reuse, and we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. The shrouds were closely inspected and they had evidence of disassembly.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.